Event description:
Pt was in the operating room for dental procedures. Tip off of the spoon excavator was noted to have broken off. Tip was retrieved and the piece and instrument were returned to csr. No post op images were required. Pt recovered and discharged as planned.